Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to treat a heavily calcified lesion in the sfa. The device was inspected prior to use and no abnormalities were noted. No difficulty was experienced when crossing the lesion. It was reported that the balloon was inflated to 8atm when it burst. It was reported that the procedure was successfully completed with further pre-dilation then a deb was used for treatment. It was reported that no injury was caused to the patient. No clinical sequelae were reported. Evaluation summary: a pinhole was detected in the distal portion of the balloon.

Manufacturer narrative:
Results: heavily calcified lesion. Conclusion: heavily calcified lesion. (B)(4).